Event description:
On (B)(6) 2023 (B)(6), employee of intuvie, received an email from (B)(6), employee of (B)(6), who relayed the following email message: I apologize for this email being so late but I have 4 total pumps that I need to return and get replacements. #(B)(6) from university, pt got it wet in shower and stopped running later, of course pt was counseled before and after this issue happened. #(B)(6) from (B)(6), this one just shut off after restarting twice. #(B)(6) from (B)(6) and I can't remember why I pulled it. #(B)(6) from (B)(6) that has a piece of broken plastic on the back that could affect proper operation. So, this is complaint is for sn (B)(6). No further details provided. Unsure if patient was involved. No patient harmed (we would have been notified otherwise). Device to be returned. On (B)(6) 2023, infutronix received a report that this pump has had an unknown error, which could cause delay in treatment. Device was returned.

Manufacturer narrative:
This complaint was reviewed, and the return product evaluated and determined to be included in CAPA #it2023-15. The event log reviewed confirms an abrupt power off issue instead of the initial reported complaint code. The event log which typically showed a sequence 1) off and 2) on, shows an incomplete occurrence where the event log line for on is not accompanied by the expected event log line for off. This complaint is being closed to be investigated under the CAPA.